Manufacturer narrative:
(B)(4).

Event description:
Refer to (B)(4) for 5mm port, covidien employee (B)(4) was in the operating theatre at the shaft of the laparoscopic procedure: nephrectomy. According to the reporter, the ports inserted with a little difficulty into the left lateral lower abdominal quadrant. After the port insertion (approx 3 minutes), the anaesthetist requested the surgeons to stop operating as the pt's vital signs were causing concerns. The anaesthetist believed it could be due to an allergic reaction. CPR was performed on the pt after which the pt was surgically opened up. (B)(6) reported that the port had made contact with a major vessel causing a significant blood loss to the pt. It was noted that the presence of adhesions made the insertion difficult.